Event description:
Locking screw did not engage into plate; therefore, passing through the hole of the plate. Surgeon removed the screw. Surgeon reported no adverse health effects and affected screw was not required for the patient's specific fracture type, only the buttress effect of the plate.